Event description:
It was reported that the patient had a pericardial effusion that lead to a cardiac tamponade and pericardiocentesis. The patient presented to the hospital for a system extraction due to infection and vegetation on the leads. During the left ventricular lead extraction, the distal tip broke off. Blood pressure was observed. Tamponade with an echocardiogram was revealed. The fluid was drained. The patient was stable post-procedure. The system will be returned to abbott.

Manufacturer narrative:
Correction: previously reported lead return date and lead available for evaluation are incorrect. The lead has not been returned yet. (B)(4).